Event description:
The customer reported 5 (five) false positive results with the ID now covid-19 assay on a direct tested nasal sample performed on (B)(6) 2022 and on (B)(6) 2022. This report addresses patient results 4 (four) of 5 (five). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022. Pcr confirmation testing (platform cepheid) was performed the same day which generated negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This report is being filed on an international product, list number 191-000, that has a similar product distributed in the us, list number 190-000. The investigation is still in progress. A supplemental report will be provided after completion. Please reference all related MFR. Report numbers: 1221359-2022-05156 and 1221359-2022-04507 - 1221359-2022-04510.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1075743 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1075743 and test base part number 190-430 / lot 1075743. The lot met the required release specifications. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.